Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2011 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other issues. It was also reported that on (B)(6) 2011, the patient underwent excision of the mesh. (B)(4) ¿dyspareunia; urinary problems; undefined recurrence.

Manufacturer narrative:
This is one of two medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-25322. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).